Event description:
It was reported that there were two patients with fractured catheters. No drug information, interventions, patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8709sc, product type: catheter. (B)(4).